Manufacturer narrative:
Optical test: in the first step of our investigations we have a visual inspection carried out. In the optical control, none of scratches except deformations or other abnormalities are detected. The measurement of the plane parallelism could confirm this in addition, the measured value was still within the tolerance. Penetration test: to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Verstelltest: we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that let the valve up and down in all pressure step ranges, brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measured values [?][?]of the brake release force are within the expected range specification. Result: at the beginning of our investigations we have an optical at the valve test performed. There could be no apparent deformations or abnormalities are detected. To investigate the suspicion of constipation, we have the valve made a permeability test. The valve was positively tested for permeable. In the course of the valve was in the entire pressure step range from 0 cmh2o to 20 cmh2o in increments of 5. Also the brake function could be proven positive. The measured values [?][?]of the braking force measurement were within the permissible tolerance. One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf like protein, blood or tissue particles1. To verify if this is the case implant considered here, we have the valve final

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that 6y 3m po valve is not adjustable.